Event description:
Healthcare professional reported event of "dysphagia" being device related, lap-band ap sys removal took place to treat the event.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Dysphagia is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."